Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he wore the recharger for three hours and never got a charging rate. Upon clarification it was determined that stimulation had stopped and the patient was having a hard time getting any coupling boxes filled. The patient hooked up the recharger and it was charging with zero coupling boxes and the implant battery level was nearly empty. Troubleshooting involved repositioning the antenna and the issue was resolved. The antenna was damaged and a replacement was sent. The indication for use was spinal pain.